Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the devices etco2 is not turning on when filter line attached. No reports of pt harm.